Event description:
It was reported patient experienced ineffective coverage due to leads being migrated and pain at pocket site. Surgical intervention was undertaken on (B)(6) 2024, wherein both leads were repositioned and brought back to original position and ipg replaced. Reportedly therapy was restored, and issue was addressed.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.